Event description:
It was reported that the system was down and would not operate after displaying high and low ma errors. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and greased. The generator drive cable was replaced during the service call. The system was tested, found to be working as intended and returned to service.